Event description:
The clinician reports the implant was inserted (B)(6) 2009 in the patient's mouth. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the eventthe patient experienced: infection, pain, mobility, swelling and bleeding. No further patient complications were reported.